Manufacturer narrative:
A review of manufacturing and inspection procedures was performed. All leads are required to undergo dc resistance testing and hipot testing. Manufacturing final inspection requires that all leads are inspected for all critical visual and dimensional characteristics. Device history records (DHR) were reviewed and no anomalies were found. The lead passed all necessary testing and inspections. All evidence indicates that the device met specification prior to leaving greatbatch medical. A complete myopore lead serial number (B)(4) was returned for analysis. Electrical testing revealed that all tests passed indicating the lead is capable of functioning as intended. Visual inspection under magnification revealed no signs of functional damage. The connector pin shows the expected signs of setscrew indent from the implant procedure. One anchor tab is slightly bent but the lack of a hipot electrical test failure indicates this had no impact and was likely created at explant. In summary, the lead met all specification requirements. A root cause of this incident is not able to be determined. The myopore lead is part of a complex pacing system making it very difficult to determine if the electrical parameter issues were due to connection issues, procedure complications, patient condition, etc. No corrective action will be taken as the lead met specification prior to leaving greatbatch medical and since visual and electrical testing on the returned lead revealed no manufacturing defects.

Event description:
As reported: during epicardial pacemaker implantation on a young (B)(6)-year old patient, a myopore epicardial lead failed because lack of coherent electrical parameters. This is a similar event MDR 2183787-2019-00089.